Manufacturer narrative:
Additional information was received that the patient could move her left leg and does have feeling in it. The pain symptoms in the left leg were not device related. The patient had not charged and after charging was reprogrammed successfully and all areas were covered by the stimulation. There is no further course of action.

Event description:
A report was received that the patient was experiencing loss of stimulation and could not feel anything in the left leg. The patient reported collapsing and being admitted to the hospital.

Manufacturer narrative:
Device remains implanted.

Event description:
A report was received that the patient was experiencing loss of stimulation and could not feel anything in the left leg. The patient reported collapsing and being admitted to the hospital.